Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an lcd bleed and a "double beep no cassette" message during testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump had damaged housing, a bleeding lcd and a scratched screen. The investigation found that the device was double beeping. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported double beeping issue. The downstream occlusion sensor and damaged lcd were replaced. Based on evidence and investigation, the complaint allegation was confirmed.